Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an alert triggered due to high right ventricular (rv) defibrillation impedance. The trend showed that the defibrillation impedance had also been high in july-august of the year prior. It eventually drifted back down to the normal range. It was noted that the r-wave trend has followed a similar pattern as the rv defibrillation. The lead remains in use. No patient complications have been reported as a result of this event.